Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream without flavour. Ultra corega cream without flavour is marketed as super poligrip in the us.

Event description:
Surgery [surgery], weight loss [weight loss]. Case description: this case was reported by a consumer via call center representative and described the occurrence of surgery in a male patient who received double salt dental adhesive cream (ultra corega cream without flavour) cream for drug use for unknown indication. On an unknown date, the patient started ultra corega cream without flavour. On an unknown date, an unknown time after starting ultra corega cream without flavour, the patient experienced surgery (serious criteria hospitalization), weight loss and device used for unapproved schedule. On an unknown date, the outcome of the surgery, weight loss and device used for unapproved schedule were not reported. It was unknown if the reporter considered the surgery and weight loss to be related to ultra corega cream without flavour. Additional details: consumer informed that he used the product ultra corega cream without flavour for a long time and the product was not fixing his prothesis. However, he informed that his prothesis not fixing even when he does not use the product, because after his weight loss his gum has also lost weight. Therefore, he used the product until 4 times a day. According to local leaflet the recommendation is put few quantity of the product and only once a day, due to that, was considered as an overuse. Patient informed that he and his wife a had surgery and they lost a lot weight (reason for the surgery was not informed by the reporter, like most conservative approach we consider as criterion of gravity). It was not clear if reporter knew about corega local leaflet, so it is not clear if it was intentional or not intentional. Batch number and expiry date were not informed by the reporter. This case was linked to case (B)(4). (Same reporter)